Event description:
Consumer alleges he was turning from their street onto their driveway and the unit flipped over.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.